Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that both cuffs captured the needles and the rail suture end attached to the returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. Also, the suture loop remained in the suture bearing which resulted in the whole suture containing the knot being removed along with the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency. Seven unused, sterile, proglide devices from lot number 21127j1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sterile, unused devices. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that cuff misses occurred during attempted suture placement using three proglide devices in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). The arteriotomy was 6f and the vessel was possibly calcified. A fourth proglide device was used from a different lot number for successful suture placement. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved with the fourth pre-placed proglide suture. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide devices referenced are being filed under separate medwatch MFR numbers.